Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that a patient felt deathly ill for 8 weeks post implant of a resolute onyx drug eluting stent device. The patient is convinced that it is due to zotarolimus allergy. Patient is feeling better now. Technical services advised the patient to consult with physician.

Manufacturer narrative:
The patients symptoms began 3-5 days post implant . The patient has followed up with her physician who suggested a therapist , the patient may be depressed or having a challenge with diabetes. The patient is now feeling more like herself each day. The patient had a history of drug reactions if information is provided in the future, a supplemental report will be issued.